Manufacturer narrative:
This MDR has been created in response to MDR "mw5176034", and a FDA awareness notification dated on 10/9/2025 from the office of (B)(6), m.s. Assistant director medical device reporting team division of surveillance support, office of regulatory programs office of product evaluation and quality, center for devices and radiological health part sent for 3rd party analysis, (summary of ebatco material analysis - edc no. (B)(4) dated (B)(6) 2026 (complaint # (B)(4), medwatch # mw5176034. Inspection found test sample meets material analysis standard.

Event description:
Alleged allergic reaction.

Event description:
Alleged allergic reaction.

Event description:
Alleged allergic reaction.

Manufacturer narrative:
The complainant ((B)(6)) returned the opened & non-sterile legacy 3 implant to implant direct for analysis. Implant direct then forwarded the returned legacy 3 implant (test sample) to an independent accredited lab for material analysis along with two (2) legacy implants (control samples) that were sealed & sterile from two (2) different lots. The independent accredited lab utilized an energy dispersive x-ray spectroscopy (eds) to assess metals concentrations for three titanium 6al4v dental implant specimens (2 control, 1 test sample) made per astm f136, astm b438, and iso 5832-3. The material test results indicate all three (3) legacy implants (1 test sample and 2 control samples) are within implant direct's specifications for grade 23 titanium (ti-6al-4v eli) which is also known as 90% titanium, 6% aluminum, and 4% vanadium. As a result, the alleged event / problem reported by (B)(6) (medwatch report # mw5176034) could not be verified. This concludes our investigation.

Manufacturer narrative:
This MDR has been created in response to MDR "mw5176034", and an FDA awareness notification dated on 10/9/2025 from the office of office of (B)(6), m.s. Assistant director medical device reporting team division of surveillance support, office of regulatory programs office of product evaluation and quality, center for devices and radiological health.

Event description:
Alleged allergic reaction.